Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and while using the catheter it was noticed that the coating was broke between the handle and the distal portion of the device; therefore catheter was replaced. The replacement catheter displayed magnetic sensor error, was unable to map and was not being shown by carto 3 system, which are not reportable issues. There was no patient consequence. This event was originally considered non-reportable since at the time the complaint was initially reported bwi followed up to clarify the event and was advise by affiliate that the damage seen on catheter¿s coating was outside of the patient. However, this event is being reported and awareness date for this record is being updated to (B)(6) 2015 because the failure analysis lab received on this date the device for evaluation and found that the shaft of the catheter is twisted approximately 80 cm from the tip of catheter and also there is an opening on the shaft approximately 90 cm from the tip of the catheter exposing wires and braiding. This finding is reportable because damage has been reassessed and determined to be situated at usable portion within the patient. This finding could potentially contribute in an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since lot #'s 17139963m and 17144656m were provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and while using the catheter it was noticed that the coating was broke between the handle and the distal portion of the device; therefore catheter was replaced. The replacement catheter displayed magnetic sensor error, was unable to map and was not being shown by carto 3 system, which are not reportable issues. There was no patient consequence. This event was originally considered non-reportable since at the time the complaint was initially reported bwi followed up to clarify the event and was advise by affiliate that the damage seen on catheter¿s coating was outside of the patient. However, this event is being reported and awareness date for this record is being updated to april 10th 2015 because the failure analysis lab received on this date the device for evaluation and found that the shaft of the catheter is twisted approximately 80 cm from the tip of catheter and also there is an opening on the shaft approximately 90 cm from the tip of the catheter exposing wires and braiding. This finding is reportable because damage has been reassessed and determined to be situated at usable portion within the patient. This finding could potentially contribute in an adverse event. Catheter #1 (17139963m): upon receipt, the device was visually inspected and shaft was found twisted with an opening exposing braids. A scanning electron microscope (sem) test was performed and results show that the outer surface presented evidence of elongation at the surroundings areas of the separation. A corrective action has been opened to address and resolve the thermocool smart touch broken shaft issue. Continuing with the visual inspection roughness was observed along the shaft. Per this finding and event reported different analytical techniques were carried out to determine the root cause of this condition; however none of them were conclusive. The catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then returned device was then evaluated for electrical resistance and thermocouple test and catheter failed; leakage was observed on all electrodes. Catheter shaft condition might contribute to the device failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the shaft roughness observed on the device could not be determinate. Catheter #2 (17144656m): upon receipt, the catheter was visually inspected and it was found in normal conditions. Then, the functionality of the sensor catheter was tested on carto system. The catheter failed during carto test, error 105 was displayed. The catheter was then dissected and it was determined that the root cause was a failure of the magnetic sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.